Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to interact with and read from the pump. There was no adverse impact to the customer's blood glucose level, as it remained within the normal range despite the display problem. Technical support decided to replace the pump, and the customer was instructed to put the pump into storage mode before returning it with a prepaid label within 10 days. The customer was informed and acknowledged these instructions.